Event description:
Pt presented for surgery in 2008, for a planned polyethylene insert exchange. It was determined that the connection between the femoral component and valgus bushing fractured, and that the femoral component was loose.

Manufacturer narrative:
Investigation: the device history record of the casting, lot number s020023-18, which is subsequently machined to produce the implant femoral component, was reviewed. Material chemical composition and mechanical properties comply with specified design requirements. Penetrant and radiographic inspections were conducted, and accepted in accordance with design requirements. Visual inspection, 100%, showed no discrepancies. Dimensional inspection showed no discrepancies. The device history record of the implanted revision knee femoral component, lot number 6071-030303, was reviewed. Dimensional inspection included 100% verification. No discrepancies were noted. Conclusion: the evidence suggests that this event is not device related and that the device did not contribute to the event. It is the opinion of the stelkast medical advisor that the incident is the result of fatigue due to inadequate bone support, and fixation of the femoral component.